Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. During the procedure the existing device was removed and a new ipp was implanted. Upon explant it was found there was no fluid in the device. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. During the procedure the existing device was removed and a new ipp was implanted. Upon explant, the previous system was found to contain no fluid. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, this device underwent a thorough analysis. The pump was leak tested, visually and microscopically examined, and functionally tested. The pump was functionally tested and performed within specification; no leaks were found. The cylinders were visually and microscopically inspected, leak tested, and pressure tested. Both cylinders passed all tests performed. Product analysis was unable to confirm the reported clinical observations.